Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to continue using it, with the understanding that they should report back if the malfunction code recurred.